Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneous high rheumatoid factor results generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory and questioned by the physician; hence patient treatment was not impacted. The initial samples were repeated on an alternate unit using reagent lot 3 (m007324). The results of the repeat run samples, half were positive and the other half were normal.

Manufacturer narrative:
No qc issues were noted. No system errors or issues with other chemistries were reported. Issue was occurring with rf reagent lot m004227; results were improved with lot m007324. Service was not dispatched since this is a reagent related issue.